Event description:
It was reported that when the pulse generator was interrogated with a programmer, the event records could not be viewed. The event records could be viewed using a different programmer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.